Event description:
It was reported to MFR that during generator replacement surgery, high lead impedance was noted when the new generator was connected to the existing lead. The surgeon opted not to perform lead revision at that time. The pt subsequently had a second surgery where the problematic lead was explanted and a new lead was implanted. The surgeon was not aware of any trauma, manipulation, or other believed cause for the high lead impedance. Attempts to obtain add'l info are underway. Additionally, attempts to obtain the explanted device are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.